Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing air removal process when filling the cartridge. Tandem technical support educated customer on the air removal process per the user guide. Customer's blood glucose ranged from 300 mg/dl to displaying "high" on the cgm graph. Customer required 3rd party assistance from sister, who assisted by monitoring customer while they treated high blood glucose. Elevated blood glucose was addressed with a manual injection. Multiple attempts were made by customer technical support to follow up with customer, but customer did not respond to attempts to troubleshoot. Customer changed pump supplies to address the issue and resumed insulin delivery.